Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose. They changed the infusion set. They treated with the insulin pump and insulin shots. The customer¿s blood glucose level during the incident was 448 mg/dl. Their current blood glucose level was 396 mg/dl. Troubleshooting was performed and insulin exited without incident. The insulin pump¿s settings were programmed accurately. The device passed the basic occlusion test. The device will not be returned for analysis.